Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, halfway during use of harmonic, device couldn't be used. When trying to clean with gauze, harmonic blade broke. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device will be returned.